Event description:
It was reported that, on an unknown date, a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch generated multiple occlusion alarms. The reporter stated that they tested the set on multiple pumps, at multiple rates, and it was coming up with either a proximal a occlusion at start-up or a proximal b occlusion shortly after the infusion began. (B)(4).

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Received one (1) new 146870489 and one (1) used 146870489 primary plum set for inspection. No damages or anomalies were noted on either set. Each set was attached to an ICU medical-provided intravenous (IV) bag, primed per packaging directions, and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air-in-line alarms were generated, and no restrictions in flow were observed. A piggyback infusion was infused on each set through the secondary port. There were no errors or alarms. The reported complaint of a proximal occlusion alarm can be confirmed based on a lot history review. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.